Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that both the leads were replaced with a penta lead. Reportedly effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-30419. It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Diagnostics revealed that one of the lead had high impedances. Also x-rays revealed that one lead had migrated from the epidural space. As a result, to address this issue patient may be awaiting surgical intervention at a later time. It is unknown which lead has high impedance and which lead migrated .therefore, both leads are being reported